Manufacturer narrative:
A review of the manufacturing and inspection records for this lot found no deviations or non-conformances. No samples were returned for evaluation, which limits our ability to confirm the defect through physical examination. Based on the reported description and the findings documented in (B)(4), the most likely root cause is the previously identified sealing-surface issue caused by gate vestige on the bushing¿s sealing surface. This issue was formally mitigated through a design change implemented in july 2025, which relocated the gate away from the sealing surface to eliminate leakage. The lot associated with this complaint was manufactured in december 2024, which is prior to the implementation of this design improvement, and therefore considered pre-implementation. The failure mode has already been addressed by the updated design. Because the root cause has been mitigated and this lot predates the change, no further action is required at this time. If the device becomes available in the future, we will reopen the complaint for further evaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter stated ¿1.9fr PICC inserted on (B)(6) 2025 found to be leaking on (B)(6) 2025. No further ivs or central lines needed for continued therapy.¿